Event description:
Pt was admitted with vad stop alarms intermittently, pt stable and vad running. Driveline immobilized, x-rays showed likely driveline damage phase-phase on internal portion of driveline. Pt underwent full pump exchange, tolerated procedure well.